Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded multiple loss of primes with both non-zero and zero force events along with several unsuccessful attempts to prime. There were no loss of primes during the investigation. The force sensor calibration reading was low with the force sensor resistance reading of 6.9k ohms. The pump was opened and removed from the case to inspect the force sensor flex and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.